Event description:
It was reported that during a lead revision procedure on (B)(6) 2025 (related manufacturer reference number: 3006705815-2025-04388) when attempting to access the epidural space, the patient experienced a cerebrospinal fluid (csf) leakage. A blood patch was performed to address the issue. Patient did not report any symptoms. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000107824.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.